Event description:
As reported by our turkish affiliates, during a tf-tavi, the delivery system with crimped valve couldn¿t be advanced through the sheath. The team attempted to retract the delivery system (ds) with the valve to the iliac segment. The team was able to pull back the ds, but the valve became dislodged from the ds balloon and remained in the sheath. In addition, the sheath could not be withdrawn from the vasculature. Surgeons opened the vessel and removed the sheath and the valve. The tavi team then implanted a corevalve. The patient was stable. In review of the case, medical opinion given for the most probable cause of the withdrawal resistance was due to patient vessel characteristics. The leading physician stated the main factor was the ¿¿the vessel¿¿ anatomy of the patient which could not be foreseen in earlier examinations. The patient had very tortuous and thin vessel anatomy, more than ever expected. The patient¿s minimum luminal diameter (mld) was 6.5mm on the right side. Access vessel degree of calcification was mild. Access vessel degree of tortuosity was moderate.

Event description:
During a tf-tavi, the delivery system with valve part couldn't¿t be inserted through sheath. This part could not go outside of the sheath. Team observed that it didn¿t went through, then they tried to pull back to the iliac segment, they achieved to pull back the delivery system without valve but they couldn't¿t pull back the sheath, the valve was inside (dislodged from ds). Surgeons opened the vessel and removed the sheath and the valve. Then tavi team implanted a corevalve. The patient was stable.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2015-00618. According to the instructions for use (IFU), cardiovascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the patient¿s very tortuous and thin vessel characteristics likely contributed to the event. The sheath and the valve were surgically removed. There is no allegation of device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing. Device will be returned